Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: ¿ the intellicuff device intermediately alert for ¿cuff leak¿ even after exchanging the pressure tube. ¿ there is no patient involvement reported. ¿ worst case, a low cuff pressure may be experienced as irritant for the patient. Also infected body fluids may enter the lungs and then a special pathogen treatment (e.g. H1n1, mrsa, mrgn) may be needed.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed with "cuff leak". We tried with different pressure tubes but in vain. No patient involvement. Problem only solved when using another intellicuff device. No further information was received. This case is considered as closed.